Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1411307) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a male patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the superficial femoral artery. The vessel size was noted to be >6 mm. Following the procedure, the physician who is training to the aci device, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the patient had a pseudoaneurysm the next morning which was confirmed by ultrasound. A femostop was placed. It was confirmed by ultrasound that the pseudoaneurysm had been resolved. The patient was discharged from the hospital on (B)(6) 2014. The patient's hospitalization was unrelated to the mynx device/mynx procedure.